Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. Post-op, the patient developed "significant pain and has required me to frequently visit my doctor. I have permanent nerve damage and I'm constantly worried that things will get worse."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: l4-5 recurrent disc herniation and advanced degenerative disc disease. L4-5 previous laminotomy on the right and underwent the following procedures: revision bilateral laminectomies and foraminotomies at l4-5. Posterior lumbar interbody fusion after complete discectomy at l4-5. Use of cage in the interbody space at l4-5. Use of local bone autograft, as well as bone morphogenic protein product for bone fusion enhancement in the interbody space. Mastergraft was also used compression-resistant matrix in the interbody space. Posterior spinal arthrodesis at l4-5. Use of pedicle screw and rod system posterolaterally at l4-5. Use of local bone graft, as well as bmp, posterolaterally at l4-5.